Manufacturer narrative:
Alleged failure: cobra suture passer capture (self retrieving). Ref#: (B)(4); sn: (B)(6) was being used to pass suture in an it band lengthening procedure. When the surgeon went to deploy the needle, it bent in the tissue and was unable to self-capture. Following the misfire, the scrub tech attempted to bend the needle back in place with a hemostat but was unable to do so. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be: use of excessive force; attempt to pass through thick tissue or bone; excessive tissue loaded into jaws; attempt to load or pass incompatible suture; technique error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the needle becoming bent while the device was in use.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the needle becoming bent while the device was in use.